Manufacturer narrative:
The tandem t:slim pump user guide indicates that the cartridge is for single use only. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. The customer changed the pump supplies and resumed insulin delivery. Reportedly, the customer had reused the cartridge. Tandem technical support informed the customer that the cartridges are for single use only as per the pump's labeling. The customer acknowledged the information.